Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia to 199 mg/dl followed by hypoglycemia after performing a usual breakfast announcement on the ilet system, with the user indicating they consumed fewer carbohydrates than the meal announcement implied and then went low. Symptoms included hypoglycemia. Outcomes included self-treatment of the low glucose and return to normal range without alarms, hospitalization, or medical intervention. Investigation included customer interview, review of use, and troubleshooting education focused on meal announcements and carb intake. Investigation of this case revealed no device malfunction or alarm activity and suggested the hypoglycemia was related to a mismatch between announced meal size and actual carbohydrate intake, while the initial hyperglycemia had an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia and user-related for the subsequent hypoglycemia due to meal announcement mismatch. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.